Event description:
It was reported that after a pump replacement, they were unable to aspirate the catheter. The patient felt he was getting good therapy but did not want his catheter replaced so they hooked it up to the new pump. A back table prime was done, the pump connector was changed out, and some additional catheter was added to the pump section. The patient was going to be admitted to monitor him in case he started having withdrawal symptoms. The pump was infusing gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n153961017, implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, lot# n153961017, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported the patient found out that his catheter wasn't working 3 days after his replacement surgery in (B)(6) 2014. The patient stated he doesn't think the catheter was working even before then. When the patient got home from the hospital in (B)(6) 2014, he was experiencing severe spasms. The healthcare provider did a dye test on the catheter and found out it "wasn't passing through properly". The patient ended up going in and having the catheter spliced 10 days after the surgery in (B)(6) 2014. Per the patient after this "things had been going fine" and stated they "changed the flow to continuous instead of the bolus. They weren't sure how much the patient was getting of the 1372 which was a very high dose. Information received from the healthcare provider reported that the patient was admitted on (B)(6) 2014 for a baclofen pump revision and again on (B)(6) 2014 for the baclofen pump catheter revision. The patient was seen in the emergency room on (B)(6) 2014 and was dismissed the same day. The patient was to follow-up with the physician. It was noted that the patient was doing "well" since the catheter was revised.

Manufacturer narrative:
The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is #3004209178.